Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital that the pt was experiencing red heart alarms and the pump stopped while at home. The pt hand pumped himself until he got to the hospital. The hospital made an immediate decision to exchange the pt's lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.